Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305c25 tissue valve, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient went into asystole. The right atrial (ra) lead exhibited undersensing. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.